Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed

Event description:
Additional information was received: a. Was there any surgical delay? If yes, what is the duration of the delay? Yes. 30 minutes. B. Was/were there any patient consequence/s related to the event? No. C. Please confirm the quantity of the screws they are tried with. 1. D. Why was the liners would not seat into the cup? Is there any issue with the cup? - do not know if something is wrong with the cup or liners. Why I'm sending it all back. Also the part number for the cup is wrong. It should be 121732052 I would like to know what depuy finds after they examine the cup and liners to see why the liners would not seat.

Event description:
It was reported that the liners would not seat into the cup. They tried with 3 different liners, with and without screws. Surgical delay unknown. Doe: (B)(6) 2025. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.